Event description:
Initial product complaint was dated 01-15-09, product was returned 01-28-09. Product was returned for evaluation because the malibu polyaxial screw appeared to have rust on it. The screw that was returned with this product was sent for testing. Information received in 2009 determined that incorrect material was used in the manufacture of a component of this product. These screws were not involved with any patients or surgeries.